Event description:
Literature was reviewed regarding implantable cardioverter defibrillators (icds) in children. The authors described patients who experienced inappropriate shocks due to t-wave oversensing (twos), detection of supra ventricular tachycardia (svt), atrial tachycardia, atrial fibrillation (af) with rapid atrioventricular conduction, atrial flutter with rapid atrioventricular conduction, and a lead fracture. Other patients experienced one pocket hematoma which required aspiration, pleural effusion, small lead associated thrombus, one wound infection which required intravenous (IV) antibiotics, a wound complication which required surgical revision due to suspected infection, one superficial wound infection, and af during the implant. There were leads which exhibited a rapid rise in pacing thresholds, fracture, reel syndrome, dislodgement, an unknown sensing issue and required replacements, revisions, or anticoagulation. One lead was attempted, not implanted due to an undefined technical issue. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/unknown. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: implantable cardioverter-defibrillators in children: a 14-year population-based study. Journal of arrhythmia. 2026. 42: e70308. Doi: 10.1002/joa3.70308 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.